Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: g4; h2; h3; h6 reported event was unable to be confirmed due to limited information provided by the customer. DHR was reviewed and no discrepancies were found. A definitive root cause cannot be determined, however, it was identified that off label use could have contributed to the reported event. A summary of the investigation findings have been sent to the customer. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Concomitant medical products: 00771301500 ¿ m/l taper stem ¿ 60757504. 00784800300 ¿ m/l taper neck ¿ 60786701. 11-107324 ¿ freedom liner ¿ 943470. 106058 ¿ ringloc shell ¿ 926570. 103533 ¿ low profile screw ¿ 134310. 103534 ¿ low profile screw ¿ 768790. Head initially reported under 0002648920 - 2020 - 00278. Customer has indicated that the product will not be returned to zimmer biomet for the investigation as the product location is unknown. The investigation is in process. Once the investigation has been competed, a follow-up MDR will be submitted.

Event description:
It was reported that patient underwent a left hip revision approximately 5 years post implantation due to unknown reasons. Attempts have been made and additional information on the reported event is unavailable at this time.